Event description:
The reported feedback suggests that there is an issue with infusing medication correctly despite correct use.

Manufacturer narrative:
The customer's report could not be confirmed. Physical inspection identified that the pcu left hand side inter-unit-interface (iui) connector was damaged and pump module 14096156 rear case molding was damaged / distorted in the vicinity of the lock / release. The event log showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an amiodarone 100ml infusion was programmed to deliver 4.2ml/hr over 24 hours in the ICU; however the entire bag was noted to be empty in less than 10 minutes. There was an unspecified heart rhythm change in the patient as a result of the event. The patient received medical intervention immediately; however details were not provided. The patient remained in stable condition throughout the event with no lasting harm..

Event description:
It was reported that an amiodarone 100ml infusion was programmed to deliver 4.2ml/hr over 24 hours in the ICU; however the entire bag was noted to be empty in less than 10 minutes. There was an unspecified heart rhythm change in the patient as a result of the event. The patient received medical intervention immediately; however details were not provided. The patient remained in stable condition throughout the event with no lasting harm.

Manufacturer narrative:
The customer's report could not be confirmed.